Event description:
Reporter alleged the lancet device needle will not fully retract and protrudes from the dial cap after use. It was not provided whether any actions were taken or treatment was received repportedly as a result. A request was made for the return of the suspect device and replacement product was sent.